Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified distal left circumflex artery. A 2.50 x 12mm synergy drug-eluting stent was advanced to treat the target lesion. However, the stent struts were found to be lifted. The procedure was completed with a non-bsc device. No patient complications were reported.